Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during bolus. Customer states he is able to prime the device but an hour later the device alarms. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed. The drive support cap was reported normal. Customer was able to complete the rewind sequence. The alarm history on the device was reviewed and it was noted the device had alarmed motor error twelve times in the last month. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.